Manufacturer narrative:
Date received by manufacturer: 24sep2019. Date of report: 25sep2019. This prid is a duplicate to (B)(4). The details of the complaint were captured on MDR# 2031642-2019-07683. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav ring failure because the touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
The customer reported nav ring failure because the touchscreen is not working. There was no patient involvement.